Manufacturer narrative:
The patient compared the alleged inaccurate high subject meter result to their feelings and/or normal readings rather than to another meter which was noted in the initial report.

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch ultravue meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy started around (B)(6) 2017. On (B)(6) 2017 the patient obtained a blood glucose result of ¿97mg/dl¿ with the subject meter and ¿58mg/dl¿ on another device over 30 minutes later. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with insulin (no adjustments) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that an unspecified period of time later they experienced symptoms of ¿shaking and lethargic¿; symptoms which they associated with hypoglycemia. In response to these symptoms the patient self-treated by taking a glucose tablet. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate erratic results with the subject meter.